Event description:
It was reported that the week prior to the date of this report the patient was in the intensive care unit due to a fractured rib and pneumonia. The patient received a positron emission tomography (pet) scan but no magnetic resonance imaging scan. It was noted that the patient¿s previous refill date was (B)(6) 2012, and the patient¿s personal therapy manager (ptm) was currently displaying (B)(6) 2012 as the refill date. It was noted that the refill date displayed should have been (B)(6) 2012 or later since the patient had not been using the ptm. The physician planned to update the patient¿s ptm. The drug in the patient¿s pump was unknown.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).